Event description:
It was reported that pump housing around usb port was damaged, with plastic piece no longer held in place and pump no longer guaranteed watertight, although charging was not affected and cause of damage was unknown. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting replacement and was advised to use alternate method if necessary, and technical support arranged shipment of replacement pump with updated software.